Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A supplemental correction report is being submitted to indicate the p1501dr device was inadvertently submitted under the medical device reporting regulations, as there is no complaint. The device was implanted successfully and is still in use. There is no indication of the failure of this marketed device to meet customer or user expectations for quality or to meet performance specifications; thus there is no complaint. Evaluation summary: (B)(4) no anomalies found, however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported during the implant procedure that there were positioning/fixation difficulties with the lead implantation and undersensing/not sensing (asynchronous) was noted. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, blood was noted in the helix mechanism on visual inspection.